Manufacturer narrative:
A getinge field service engineer (fse) reported that they replaced the solenoid driver board (0670-00-0639e). The unit passed all functional and safety tests and was returned to customer. Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Event description:
It was reported that during pm by a getinge field service technician(fst) the cs300 iabp unit failed electrical test code #58. There was no patient involvement.